Manufacturer narrative:
A search for non-conformance's associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will submit a supplemental MDR report.

Event description:
It was reported that occlusion of the stent in the 40 hours later of the implant.

Event description:
A supplemental report is being submitted to make corrections in the following sections: d1, d2a, d2b, g5 and additional information provided in h10.

Manufacturer narrative:
The product reported in this report is an export device not cleared or approved for marketing in the us. This complaint is being reported based on this product meeting similar product criteria (similar to casper carotid stent - PMA# p210030).